Manufacturer narrative:
Additional information: h10: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in the process of being done. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported encountering an unspecified amount of false positive results with the covid-19 assay. Per the customer, when testing asymptomatic patients who tested positive with the ID now covid-19 assay, the rt-pcr confirmation testing generated negative results. The customer reported ..:if we proceed the (sic) idnow positive for admission at local government hospital, they will repeat the swabs and obtained (sic) negative results. Patients are not satisfied with this since patient has to go to (sic) admitted in covid ward and get infected for no reason. This scenario happened at other sister branches and my patients also faced similar issue..". Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument manual. Due to the risk of false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.